Event description:
During a laparoscopic cholecystectomy procedure, a sensing tip trocar failed to retract. The report indicates that although the safety mechanism failed, there were no pt complications. The reporter is unsure if the devices were kept or not since they could not be located.